Manufacturer narrative:
Added information to section b5, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (device code): "4001 patient device interaction problem" code removed. H11: additional manufacturer narrative. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 7300tfx31 valve implanted in mitral position on tee performed after an implant duration of five (5) years and seven (7) months presented with severe subvalvular thickening and early calcific degeneration, with severe restricted mobility leading to critical stenosis (mean gradient: 15 mmhg, peak gradient 31 mmhg, vmax: 2.70 m/s) and severe sub-valvular stenosis (mean/peak gradient across the sub valvular 50/102 mm hg). Regurgitation was mild. The patient presented with shortness of breath with preserved ejection fraction. A valve in valve was pending to be determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx31 valve implanted in mitral position on transesophageal echocardiography (tee) performed after an implant duration of five (5) years and seven (7) months presented with severe subvalvular thickening, calcification and pannus, with severe restricted mobility leading to critical stenosis (mean gradient: 15 mmhg, peak gradient 31 mmhg, vmax: 2.70 m/s) and severe sub-valvular stenosis (mean/peak gradient across the sub valvular 50/102 mm hg). Regurgitation was mild. The patient presented with shortness of breath with preserved ejection fraction. A valve in valve was pending to be determined.